Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2013-09730, 2134265-2013-09839. It was reported that automatic pullback failure occurred. The 3.5x25mm, 90% target lesion was located in a moderately tortuous and moderately calcified left anterior descending coronary artery. During percutaneous coronary intervention, the motor drive unit was used in conjunction with atlantis sr pro imaging catheter to visualize the lesion. Pre-dilation was performed with an unspecified balloon catheter. When the physician attempted to observe the image with an atlantis sr pro imaging catheter, the image disappeared after the first run at 2 mm and could not pullback. So he withdrew the catheter and implanted the stent to finish the procedure. No patient complications were reported and the patient's status is stable.